Manufacturer narrative:
H11. Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from singapore that this 71-year-old patient with a 25mm edwards perimount magna valve implanted in mitral position underwent a valve-in-valve reintervention after 9 years and 5 months due to calcification leading to stenosis. A 23mm transcatheter heart valve was implanted within the existing edwards surgical valve using a transseptal approach. Unfortunately, the patient passed away due to bleeding and right ventricular dysfunction. According to the report, the patient was already in critical condition prior to the procedure, with severe right ventricular impairment. Reportedly, the death was not related to the explant procedure and the real cause of bleeding remained unknown to the physicians.

Manufacturer narrative:
The following sections were updated/corrected/added: b5, h6: clinical code, investigation findings and investigation conclusions. H11: additional manufacturer narrative: the device was not returned for evaluation and it remained implanted. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event so no additional actions are required.

Event description:
Edwards received notification from singapore that this 71-year-old patient with a 25mm edwards perimount magna valve implanted in mitral position underwent a valve-in-valve reintervention after 9 years and 5 months due to calcification leading to stenosis. A 23mm transcatheter heart valve was implanted within the existing edwards surgical valve using a transseptal approach. Unfortunately, the patient passed away due to pericardial effusion and right ventricular dysfunction. According to the report, the patient was already in critical condition before the valve in valve, with severe right ventricular impairment. Reportedly, the exact source of the bleeding observed during the event remained unknown.